Event description:
During implant, when the lead was connected to the device, a loss of sensing and capture and decreased pacing impedance were observed on the atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage that is consistent with procedural damage.